Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his/her onetouch ultralink meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 12:24am. The patient reported a blood glucose reading of "569 mg/dl" with the subject meter. The patient claimed he/she manages his/her diabetes with an insulin pump. On the onset of the alleged issue, the patient indicated he/she continued to take his/her dose of insulin (type and dose unknown) as usual. The patient claimed 2 hours after the alleged issue began, the patient began to feel shaky, sweaty, and faint. In response to his/her symptoms, the patient stated he/she self-treated with food and/or drink at 2:30am that morning. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly at the time of testing; however the patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he/she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.